Manufacturer narrative:
H3: analysis was performed for product: 8801075, lot number: 2407381. It was reported that twelve unopened packages of five were returned along with 26 loose spheres. The loose spheres were attached to a known good probe in groups of five for testing. Eight of the probes appeared to have an uneven surface, some looked damaged or scuffed, and others looked lighter on the top surface possibly from cleaning. These eight spheres returned a high geometry error with little or no tracking. The other eighteen spheres displayed good geometry error readings with normal tracking. Codes b01, c13 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the spheres were attached to the tracker, but the camera did not recognize it and could not be used. The issue was reproduced on all products of the same lot, so the site used a product from a different lot without issue. There is a possibility that all of the products in this lot in the hospital are defective.